Event description:
Reporter alleged obtaining a discrepant blood glucose results of hi (greater than 600 mg/dl) on a patient using inform system 1 compared back to back with a result of 165 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550549, expiration date 07/31/2009). Reference medwatch report with a1 patient for the suspect device used in system 2.